Event description:
When the coag activation button of the device was released, the coag feature on the generator screen displayed as though the system was still active in coag mode. It is not known if the system was still delivering rf energy after handpiece button was release or if rf energy was still being delivered upon handpiece activation button release.

Manufacturer narrative:
(B)(4). Method, results, conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4). Testing performed: device packaging inspection: returned item was shipped in a fed ex box without any negative filler the device was in a single bio hazard bag and no original packing was included lot number and device name could not be confirmed to match information in the gch letter e-mail of rga was included device visual inspection: device appears to have been used with blood stains on hand piece, shaft extension, cord, and suction tubing assembly blade tip was visibly clean all components appear intact and with no damage. Both cut and coag buttons have a tactile feel functional inspection: the plasmablade 3.0s was connected to a pulsar I generator and did not display the expected e5 error code, end of life. (It was subsequently identified that the complaint handling generator¿s real time clock battery had died, making it so that the lack of e5 error code during investigation could not be confirmed.) The device was tested for functionality it was activated in grounded saline in the collapsed position, at cut setting¿2 and coag setting-1, settings with acceptable results. ¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional testing of the complaint device. When the cut button on the hand piece was released, the cut feature did not remain active. When the coag button on the hand piece was released, the coag feature did not remain active. The device was tested for performance using chicken, per 31-10-1369 rev. B, for 10 minutes total activation time enabling alternation between modes at cut setting-5 for 2.5 minutes, cut setting-10 for 2.5 minutes and coag setting-10 for 5 minutes, with acceptable results. Lhr review: a review of the lhr for the plasmablade¿ 3.0s ¿ lot # fl50795857 revealed that there were no problems during manufacturing that can be associated with the reported complaint. Investigation conclusion: the complaint was not confirmed for ¿plasmablade 3.0s coag function failed to activate¿ performance issue that was reported in the complaint description. The device was tested for performance and met the product specifications for performance. The device functioned as intended and responded normally during functional inspection, in grounded saline, chicken testing, and when connected to the generator for all activations. The claim that when the button on the hand piece was released, the coag feature remained active could not be reproduced in the testing of the device. If either cut or coag buttons were stuck on an error code e1 would have been displayed on the generator. Explanation of error code e1:¿ monopolar device has cut or coag button stuck in the on position when the device is connected. The error code is displayed and the alarm will sound once¿. No functional or performance issues could be identified to support the complaint during the investigation. In reference to the e5 error code did not display on the pulsar I generator when connected, was caused by the complaint investigation lab¿s pulsar I generator having a dead battery. Interference that disrupts the operation of nearby equipment may have been that the generator was too closely oriented to the other electrical equipment. The following is stated as a warning in the electromagnetic compatibility section of the pulsar manual: warning: this equipment/system is intended for use by healthcare professionals only. This equipment/system may cause radio interference or may disrupt the operation of nearby equipment. It may be necessary to take mitigation measures, such as re-orienting or relocating the pulsar generator or shielding the location. No corrective action will be taken at this time. The complaint will be monitored in gch for future instances. (B)(4).

Event description:
When the coag activation button of the device was released, the coag feature on the generator screen displayed as though the system was still active in coag mode. It is not known if the system was still delivering rf energy after handpiece button was release or if rf energy was still being delivered upon handpiece activation button release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.